Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hypoglycemia, with blood glucose of 70 mg/dl. The customer's mother stated that prior to the event, the customer had over delivered several boluses to lower blood glucose levels, followed by another dinner bolus. The customer's mother stated that she only realized later that the customer had rec'd multiple boluses without carb intake, which led to the customer sweating. Nothing further was reported.